Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the reported event; the programmer passed bench and functional testing, however, there were system errors found in the programmer error logs. Analysis also found the paper guide was broken off of the printer drawer, the left keyboard hinge was broken, and the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. (B)(4).

Event description:
It was reported that the programmer experienced an error when accessing a software application. A power cycle of the programmer did not clear the error. It was also reported message "serious programmer error" appeared on the screen when turned on. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.